Manufacturer narrative:
Updated fields: d9-date returned to mfg,, h3 device evaluated by mfg., h3-device returned to mfg., h4.`` this report is being supplemented to provide additional information based on the legal manufacturer's final investigation.`. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Because the cable unit was peeled off, the endoscopic image cannot be displayed and the water tightness was lost. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had bare wires. The issue occurred after the digestive procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device has not been returned by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation has been completed or additional information has been received.

Event description:
It was reported that the camera head had bare wires. The issue occurred after the digestive procedure. There were no reports of patient injury or medical intervention associated with this event.